Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was dislodged after it was removed from the patient. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The procedure was performed using a retrograde approach. There were no obvious signs of device or package damage prior to use. A short exoseal 6f sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The physician was certified to use the exoseal vcd. A picture was provided. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was dislodged after it was removed from the patient. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The plug could not be released and was still connected to the device, and the image provided was correct. The plug was still attached to the exoseal upon removal. The procedure was performed using a retrograde approach. There were no obvious signs of device or package damage prior to use. A short exoseal 6f sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. There was no blood flow observed from the bleed-back indicator when the button was depressed. The physician was certified to use the exoseal vcd. A picture was provided. The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) was dislodged after it was removed from the patient. Manual compression was used to stop the hemorrhage. There was no reported patient injury. The plug could not be released and was still connected to the device, and the image provided was correct. The plug was still attached to the exoseal upon removal. The procedure was performed using a retrograde approach. There were no obvious signs of device or package damage prior to use. A short exoseal 6f sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there are no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was fully depressed and flush with the handle. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and the indicator window changed to solid black color. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. There was no blood flow observed from the bleed-back indicator when the button was depressed. The physician was certified to use the exoseal vcd. One picture related to the reported malfunction on product ¿vascular closure device 6f - us¿ was attached in this complaint file. In the picture an exoseal is observed is fully deployed with the indicator window in the white/red/white color. The delivery shaft is inserted into an unknown non-cordis catheter sheath introducer (csi). The plug is hanging on the distal tip of the delivery shaft. No other outstanding details were observed in the attached pictures. One non-sterile exoseal vascular closure device, size 6f, involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No csi was returned for this evaluation. The indicator window was observed in the black/white and red position. No additional anomalies were reported during this visual inspection. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device. The picture provided demonstrates the plug on the device shaft, however, it is unclear if the lever was fully depressed and therefore, proper deployment cannot be confirmed. The device was then received fully deployed with no plug returned and therefore, the failure was not observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.